Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) of peritoneal cloudy effluent in a patient coincident with dianeal unknown therapy for chronic renal failure. On (B)(6) 2011, the patient experienced suspected abdominal infection and was hospitalized. It was unknown if dianeal unknown therapy was ongoing. The patient was hospitalized for peritoneal cloudy effluent. Remedial treatments or interventions rendered were not reported. The outcome for the event was unknown. Follow-up information was supplied by the healthcare professional on (B)(6) 2012. The adverse event of peritoneal cloudy effluent was amended to peritonitis. On an unreported date, the patient received unspecified treatment for the event. The healthcare professional felt the event of peritonitis was not serious. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.